Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and swelling in the scrotum due to an infection. Antibiotics were administered. The ipp was removed, a wash out was performed, and a malleable device was implanted. There were no additional patient complications.